Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the procedure time extended (minutes)? Were there any adverse consequences for the patient as a result of the extended surgical time? If yes, please explain.

Event description:
It was reported that during a low anterior resection procedure, when the device was closed and in proper firing range the handle was squeezed and the crack of the plastic washer was heard. Upon inspection of the anastomosis it was found that no staples were deployed and the device only cut. The surgical site was inspected and no loose staples were found in the patient. The surgeon used a hand tied purse string technique. The anastomosis was completed by hand sewing the tissue together. Surgery took longer because of the anastomosis having to be hand sewn instead of stapled. There were no adverse consequences reported for the patient.

Manufacturer narrative:
(B)(4). Batch # p55u2c. Additional information was requested and the following was obtained: how long was the procedure time extended (minutes)? No record of how much additional time. Were there any adverse consequences for the patient as a result of the extended surgical time? If yes, please explain. No additional consequences. The analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.